Manufacturer narrative:
A manufacturing and quality control review was performed for device wb91051w with lot or serial number (B)(4). There is no non-conformance associated with this device with respect to the described issue(s). The device history record review showed, that the device was manufactured according to valid instructions and met all specifications. Based on the provided error description we conclude that the reported error e433 was triggered by the foot switch. The subject device has not yet been returned for evaluation/investigation. Therefore, the exact cause of the reported phenomenon could not be determined. If the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be supplemented.

Event description:
It was reported that an error e433 occurred during unspecified procedure. The user switched to monopolar and completed the case with no patient harm or injury reported.